Event description:
The customer reported having problems with the insulin pump. The caller stated that he saw his endocrinologist and they suggested requesting a new insulin pump. He stated that he run a bolus and nothing went through. The blood glucose reading at time of call was 506mg/dl. The customer mentioned that the battery did last only seven days. Reviewed the alarm history and found a low battery alarm. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, scratched reservoir tube window, missing end cap sticker, and a damaged battery cap slot were noted during the visual inspection. No damage was noted to the display glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.